Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed, as the image submitted for evaluation does not clearly show a broken needle or any evidence of a needle fragment within the scorpion device. No device return was available to allow further inspection, and no additional evidence was provided to verify the reported failure. Based on the information available ¿ including the submitted photograph, the event description, and any field input received ¿ arthrex has determined the most likely cause of the reported issue. The most probable cause is user error, specifically the application of excessive force during the firing of the needle, which can lead to needle deformation or breakage during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, it was reported by a sales representative via (B)(4) that an ar-12990n scorpion needle broke off into the ar-12990 knee scorpion. The piece was lodged into the scorpion and no longer operational. This was discovered during the case with no patient harm.